Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope had a stain in the light guide lens and the forceps elevator had foreign material. There was no patient involvement.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial and follow-up medwatch report (MDR) for the reported malfunction of 'foreign material at forceps elevator'. The initial medwatch reported that during the device evaluation, the duodenovideoscope had a stain in the light guide lens and the forceps elevator had foreign material. However, the customer confirmed that the device was returned without reprocessing due to the leakage issue, which caused the foreign material to remain at the forceps elevator. Per the legal manufacturer, this issue of the customer not completing reprocessing of the subject device prior to sending to olympus is not likely to cause or contribute to death or serious injury if the malfunction were to recur. In addition, the follow-up MDR h6 investigation findings for '4210 - leakage/seal' does not apply.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction, dirt inside of the light guide-lens, is likely due to physical stress from impact or dropping of the distal end, as well as chemical stress from solutions used. Subsequently, humidity infiltrated the light guide-lens, leading to corrosion, and for the malfunction foreign material at forceps elevator would be due to leakage at switch 1. The suggested event is detectable by handling the device in accordance with the following instructions for use (IFU). Instructions for use (IFU) states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Instructions for use (IFU) states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection instructions for use (IFU) states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.